Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not happy with implant sizing. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, no problem was detected that contributed to the reported event. Therefore, conclusion code of no problem detected was assigned to this investigation. Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100746751 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) # (B)(4).